Manufacturer narrative:
No button error alarm noted. Up arrow button did not respond due to corroded keypad trace. Unable to verify failed battery test alarm due to unresponsive button. No moisture damage on electronics and motor noted. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump up arrow button is not responsive and pump alarmed battery test failed. Customer does not recall any significant events leading to the error. Customer's blood glucose was 146 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.